Event description:
The manufacturer sales rep reported that the device was overheating during setup prior to a procedure at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Device not returned.

Event description:
The manufacturer sales rep reported that the device was overheating during setup prior to a procedure at the user facility. There were no adverse consequences related to this event.